Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms during the load process. Customer reported a blood glucose (bg)level of 220 (mg/dl) and delivered a pump bolus. After several attempts, the cartridge was able to be loaded on the pump successfully.